Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer has experienced unexplained high blood glucose levels. The reported blood glucose reading was 258 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The caller stated that the batteries are only lasting four days. The caller also stated that the insulin pump does not allow her to program a bolus of 25 units, even though the bolus maximum setting is programmed to 25. The customer stated that the insulin pump will only deliver 20 units. The caller was very concerned, and requested a replacement. Nothing further was reported.